Manufacturer narrative:
Explanted lead will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lost stimulation. An impedance check indicated open contacts on the paddle lead. The patient underwent a lead replacement during which the physician noticed the leads was frayed and coming apart from the paddle portion. Two contacts come off the paddle lead on the physician's glove and two others were left inside the patient as the physician was unable to retrieve them. A new paddle lead was implanted and the patient was reportedly doing well.